Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. This was due to severe deformations of the inner coil. This was due to severe deformations of the inner coil. Analysis showed that these damages were caused by overrotation of the inner coil while retracting the fixation mechanism. The analysis of the lead did not show any deviations from the technical specifications which might be related to the issues as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 35 month, a lead dislodgement with oversensing and 2 inappropriate shocks was reported. Apart from the shocks, no further adverse patient side effects have been reported.